Event description:
A medtronic rep reported that the central sterile department at the site is having issues properly cleaning the taps. Site is not performing minimally invasive spine surgeries and therefore k-wires are not being used during surgery to keep bone out of the cannula. The bone is getting removed but the labor involved is excessive. Medtronic rep is working with the site to change/improve the cleaning process. This was not discovered during a case, no pt present.

Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Lot number and device manufacture date are not available at this time. Finding is that part was not replaced as it was possible to clean it, just very difficult. Site and medtronic rep have been collaborating to improve their cleaning procedures. No further issues have been reported.